Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-sep-20 regarding a patient receiving lioresal (500 mcg/ml at 90 mcg/day) via an implanted infusion pump. The indications for use included intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient called yesterday (relative to the date of report) reporting that they heard a single beep last weekend and then the single beep again an hour later. Then the beeping stopped. The patient reported that on (B)(6) 2019 at about 12:20 the pump started with two-tone beeping every 10 minutes. The patient reported that it stopped for a little bit and then started up again. The patient reportedly had not undergone magnetic resonance imaging (MRI) recently and was having ankle spasms last night (relative to the date of report). There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient was seen in clinic on (B)(6) 2019 and pump logs were read. It was observed that the pump was going in and out of motor stall and surgery to replace the pump was scheduled for (B)(6) 2019. Motor stalls had occurred on (B)(6) 2019 at 11:17am with a recovery on the same date at 1:06pm, on (B)(6) 2019 at 10:35pm with a recovery at 10:52pm, on (B)(6) 2019 at 10:48am with a recovery at 11:25am, on (B)(6) 2019 at 12:15pm with a recovery at 1:11pm, and on (B)(6) 2019 at 1:51pm with a recovery at 3:05pm. The issue was unresolved at the time of report. The patient's status at the time of report was alive - no injury and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.